Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during an acl procedure the distal tip of their femoral aimer 6mm offset broke off while in the patient. The sales rep stated that the surgeon was able to remove the broken piece with a grasper. The sales rep stated that there was no debris left in the patient and that no x-rays were needed. The sales rep reported that the surgeon completed that procedure with another like device with no patient consequences or delays. The sales rep could not provide a lot number for the device but stated that the device is a newer device and was used once. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. The laser markings on the device are slightly faded. Visual observation confirms the distal tip is broken. This device is made of stainless steel and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were available which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.